Event description:
The caller reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer replaced pump supplies to resume insulin therapy successfully.